Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/26/2015. The fse found that hgb backgrounds were failing. The fse replaced the hgb chamber, which repaired the failing backgrounds. The repairs were verified per established procedures. (B)(6).

Event description:
The customer reported the unicel dxh 800 cellular analysis system was failing hemoglobin (hgb) backgrounds during the daily check. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.